Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345. A review of the event history log identified a single system error 345 message but it was not duplicated during evaluation. The cause was determined to be the ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of over infusion was not verified. The device was flow tested and found to deliver within 5% specification. A review of the event history log found no evidence to support the over infusion allegation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and rapidly infused half a bag of ropivacaine (programmed amount and delivery rate unknown) during patient infusion. This occurred in the orthopedics department. It was reported that there was no patient injury related to this event.. No additional information is available.